Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) called with a system error 2240 alarm. The hp stated that he just wanted to make note that he just noticed a bag did fall and disconnect but still wanted his new machine. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.